Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge change error issue was verified, but the minimum fill notification and load fill tubing issues could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a cartridge change error occurred. Subsequently, a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Reportedly, insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer performed a supply change was performed to address the issue and insulin delivery was resumed. Customer's blood glucose was 276 mg/dl.